Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional four proglide devices are filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with five proglide devices, using the pre-close technique, prior to an interventional procedure. Reportedly, the proglide suture did not capture the artery with all five proglide devices. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). It was initially reported that the device would be returned for analysis. Subsequent information reported that the device was discarded and is not available for evaluation. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In this case it is possible that patient anatomy (friable artery), user technique (user does not tighten the knot gradually as the large hole introducer sheath is removed), needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified artery, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract contributed to the reported difficulties; however, without the device returned a definitive cause could not be determined. The treatment appears to be related to circumstances of the procedure. Additionally, two unused, sterile proglide devices were returned for evaluation. Testing was successfully performed for deployment with no malfunctions observed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report additional information was received. It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional angioplasty and stenting procedure. Reportedly, the proglide suture did not capture the artery with all five proglide devices. Another proglide device from a different lot number was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.